Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.